Event description:
It was reported the patient fell approximately 2 weeks ago. The stimulation was intermitted and the amplitude requirements were at 10v. The patient had less than 50% therapy relief in the low back and legs. The representative saw the patient and programmed the stimulator to appropriate coverage. The patient was encouraged to contact their physician if stimulation changed again.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 272450001, implanted: (B)(6) 2011, product type: accessory. Product ID: 3 777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: re charger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).